Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H11 - attempts have been made to gather all product identification information and no further information has been provided. The product involved in the reported event was returned for investigation. There is no visible etch content on the ceramic head fragments. The returned ceramic head is broken; 8 ceramic fragments and the metal insert were returned. There are dark black marks on the internal taper, fractured surfaces, and o.d. Of the ceramic head fragments. The metal insert has indentations, scratches, and gouges present all around the outside of it. No other damage was noted during visual evaluation. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4) d4 - primary unique device identification (UDI) number is not applicable as both the item and lot numbers of the device are unknown. D10 - associated medical devices: unknown tapered metal sleeve; item# unknown; lot# unknown. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a revision surgery due to a fractured ceramic femoral head implant. Due diligence is in progress for this complaint; no additional information has been received at the time of this report.